Event description:
Dr. (B)(6) reported that an lsk cr poly was removed in a revision surgery on (B)(6) 2024, because of a disassociation/loosening. [Customer]

Event description:
Dr. (B)(6) reported that an lsk cr poly was removed in a revision surgery on (B)(6) 2024, because of a disassociation/loosening. [Customer].

Manufacturer narrative:
This is the final supplemental report. The complaint is closed.